Event description:
It was reported that during insertion of the akreos ao60g iol in the patient's left eye, the lens got stuck in the viscoject 1.8 delivery device. The incision was enlarged to remove the lens, and a back up lens was successfully implanted. Please reference MDR #: 1119279-2012-00164 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.